Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation.

Event description:
It was reported that the balloon catheter was used in a procedure to treat a middle meningeal artery (mma) with liquid embolic system. Reportedly, during injection of nbca liquid embolic (45 second injection), the balloon delaminated and part of the separated balloon was still in the patient's anatomy and could not be retrieved. The physician implanted a stent to press and secure the separated balloon part against the vessel wall. The physician stated that, "did not think had a large amount of reflux, but nbca is difficult to see on angiogram. It is not very radiopaque." "Patient is doing well on dapt."

Manufacturer narrative:
Additional information: h6, h11 (investigation conclusion). No additional event information was received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.